Event description:
The customer reported via phone call that they had a button error alarm on their insulin pump. Customer stated the alarm occurred during a bolus. The customer also reported the numbers were ramping up on the insulin pump. Customer's blood glucose was 8.5 mmol/l. The insulin pump will be replaced. Customer will not be returning the insulin pump at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No display anomaly or button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.